Event description:
User facility medsun report received, stating: perclose proglide failed on multiple patients at different steps within the process. It seems like the suture is weak and breaks easily around steps 5 and 6 and suture came out completely. The suture also broke several times after a pre close process while trying to tighten the knot.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.